Event description:
On 03/15/2008, the patient's mother reported that the patient experienced severe chest pains in 2008, and her blood glucose measured "hi" on her blood glucose monitor. The mother called the paramedics and the patient was transported to the hospital. The paramedics did not administer insulin to the patient. The mother stated she was "hooked up to some type of machine to make sure she didn't have a heart attack." Once at the hospital the patient's blood glucose measured 1146 mg/dl and she was given a glucose IV to lower her blood glucose. She was admitted to the intensive care unit (ICU) and an e.k.g. Was performed. No cause for chest pain was found. The patient has a diabetic ulcer. As of the date of the reported the patient has not yet been released from the hospital. Her blood glucose lowered to 395 mg/dl. The patient was advised to switch to her backup infusion device. A replacement infusion device was sent to the patient. Three days later, the patient's mother reported that the patient was released from the hospital one day prior, and her blood glucose dropped to 38 mg/dl. She was taken back to the hospital and she given a soda and she was released at 1:00 am the next day. She was advised at the hospital to discontinue use of her infusion device and to consult with her endocrinologist. Her blood glucose at the time of follow up measured 555 mg/dl. Upon follow up in the same month, the patient reported she has no further issues and her blood glucose had returned to normal. Product was requested to be returned for evaluation.